Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
On (B)(6)2022, infutronix received a complaint from an end user: "pump 704608 encountered an upstream occlusion failure during its infusion." Device operator was a senior building services coordinator. Medication infused was unknown. Patient involvement was unknown.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: nimbus ii plus (B)(6) was tested for a reported upstream failure and the pump passed testing. The complete upstream occlusion alarm including display, led queues, and the audio queue was triggered. The pump then finished the infusion without a false alarm taking place. The reported issue is not confirmed. Pump meets passing criteria.